Manufacturer narrative:
Technical investigations on the existing rule settings were performed by the abbott specialist. It was found that there were multiple rules setup in aliniq ams for the same test and the initial result was set to ¿fail¿, however, subsequent rules changed its value, and the final result was set at nde (not detected). Human error during the configuration the aliniq ams interface with the non-abbott (genexpert) instrument and its verification has been confirmed as the root cause of the incorrect test results released by aliniq ams. Specific conditions which required for complete verification of the aliniq ams configuration correctness were not considered by the abbott informatics technical specialist during the rule verification which leaded to the issue described in the complaint. To address this scenario a configuration change was performed by the abbott engineer within the set of aliniq ams rules on january 31, 2023: if a test has result of ¿fail¿, it is validated the tests so that any subsequent rules won't trigger overwriting its value based on other criteria as requested by the customer. The customer caught the issue right away and the clinicians were notified. The interface was switched off until issue is resolved. Based on customer communication during the meetings, 50 (out of 150) wrong results were sent to lis because of the aliniq ams configuration issue, but no patients were impacted by the issue. Ticket trending was reviewed and identified no additional complaints similar to the issue described in the current complaint. The device history record was reviewed and did not identify any non-conformances or potential non-conformances related to the issue described in the current complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the aliniq ams middleware was identified.

Event description:
The customer observed incorrect results were being reported by the aliniq ams base software. The aliniq ams reported the results from the genexpert as negative and not detected instead of fail. When the genexpert analyzer is unable to produce a definitive positive or negative result, it generated an error as ¿error¿ and the rule in the ams should have resulted the test as ¿fail¿ if ¿error¿ is present. It was noted that there were multiple rules setup for the same test and the initial result was set to ¿fail¿, however, subsequent rules changed its value and the final result was set at nde (not detected). The customer caught the issue right away and the clinicians were notified. No impact to patient management was reported.

Event description:
The customer observed incorrect results were being reported by the aliniq ams base software. The aliniq ams reported the results from the genexpert as negative and not detected instead of fail. When the genexpert analyzer is unable to produce a definitive positive or negative result, it generated an error as ¿error¿ and the rule in the ams should have resulted the test as ¿fail¿ if ¿error¿ is present. It was noted that there were multiple rules setup for the same test and the initial result was set to ¿fail¿, however, subsequent rules changed its value and the final result was set at nde (not detected). The customer caught the issue right away and the clinicians were notified. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.